Event description:
It was reported that during an unrelated procedure, loss of capture was observed. X-ray confirmed a dislodgement of the lead. The lead was explanted and replaced. The patient's condition was good.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.